Manufacturer narrative:
(B)(4). A batch review of lot s13d02086 was performed with no issues noted. A visual inspection was performed and a piece of plastic was found laying on the top of the sheeting of the cassette. Therefore, the reported issue was confirmed. The cause was determined to be due to a manufacturing issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that upon removing a homechoice low recirculation cassette the caller noticed an additional piece of plastic from the internal part of the cassette. This occurred before use. No patient involved. No additional information is available.